Event description:
Using sure comfort insulin syringes for injection of insulin. Having trouble for several weeks in giving shots. The needle hurt when it was put into site for injection. After the needle was in the skin, was unable to inject the insulin, couldn't push the insulin in. Had to withdraw the needle and try different syringes. Sometimes, used up to 7 syringes to find one that the insulin could be pushed through. This delayed in getting the insulin given by up to 2 hours past the correct time. In inspecting the needles with a magnifying glass, noted that the bevel of the needle was bent over. In further testing of the needle, discovered that the bending of the needle happened when the needle was stuck into the vial of insulin. This is a serious safety concern for not getting the correct amount of insulin and for the possibility that the bended part of the needle would break off inside my body. It also caused more pain with the insertion of the bent part of the needle into my body. I have changed to another source for my syringes/needles and have had no further problem with injections.